Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyreosis, fibromyalgia, asthma and obesity. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic essure removal, salpingectomy and cornu resection were performed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain and arthralgia with essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyreosis, fibromyalgia, asthma and obesity. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic essure removal, salpingectomy and cornu resection were performed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain and arthralgia with essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.